Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, labeling, applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a complete break of the luer adaptor from the extension leg was confirmed but the cause is unknown. Two photos were returned for evaluation of this complaint. The first photo was of the device labeling which confirmed that the part number and lot number aligned with the information in the complaint file. The second photo was of a proximal section of a t/l power-trialysis slim-cath catheter. The only visible parts of the catheter were the extension legs and the luer adaptors. The catheter appeared to be implanted into a patient, with the molded suture wings and insertion site obscured with gauze. The red luer adaptor was completely detached from the arterial extension leg. There was no trace of the luer adaptor strain relief sleeve on the extension leg. From the photo, it cannot be determined if the material has deformed at the break site location of if something has been wrapped around the tubing at the break site. It could not be determined from the photo if the extension leg tubing broke or if the connection between the tubing and the luer adaptor failed. Microscopic examination, tactile evaluation and functional testing could not be performed without the physical sample. Based on the returned photo, possible contributing factors could include mechanical or chemical damage, material fatigue, clamping near the luer adaptors, and/or over-pressurization. However, the identification of an exact root cause could not be determined at this time.

Event description:
It was reported the patient who had a power trialysis implanted had a contrast medium infusion at high pressure. Then the catheter was broken when connected to the red luer connector. It was further reported that the clamp was closed during the procedure. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reep4229 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient who had a power trialysis implanted had a contrast medium infusion at high pressure. Then the catheter was broken when connected to the red luer conncector. It was further reported that the clamp was closed during the procedure. There was no reported patient injury.